Manufacturer narrative:
The cause for the negative (B) (4) results compared to the reactive results for the other test methods is unknown. The instruction for use (IFU) limitation claim states: "a negative test result does not exclude the possibility of exposure to or infection with (B) (6). (B) (6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the (B) (6) assay is used in conjunction with other manufacturers' assays for specific (B) (6) serological markers". The quantity of the patient's sample is not sufficient for further testing.

Event description:
A non-reactive (B) (6) result was obtained on a patient sample. Repeat (B) (6) testing by other manufacturer test methods were positive. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive (B) (4) result.